Event description:
The patient experienced increased spasticity in their legs. The patient¿s dose had been steadily increased for approximately one year. The volume discrepancies had also increased at refills. A referral to a surgeon was made. The doctor felt it was a pump issue. The pump logs also revealed that both a low and an empty reservoir alarm occurred. The empty reservoir alarm occurred on (B)(6) 2014. The pump was replaced. The pump contained gablofen. Additional information was requested regarding the cause of the volume discrepancies, patient symptoms, and patient outcome.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n181539012, implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had a prescription for oral baclofen that he used as needed. On (B)(6) 2013, the expected reservoir volume (erv) was 6.9ml and the actual reservoir volume (arv) was 9.4ml. On (B)(6) 2013, the erv was 6.1ml and the arv was 9.2ml. On (B)(6) 2014, the erv was 4.6ml and the arv was 9ml. On (B)(6) 2014, the erv was 3.3ml and the arv was 7.5ml. The cause of the volume discrepancies was unknown. No other troubleshooting was done. It was also reported that, per pump logs, a motor stall occurred on (B)(6) 2014 at 15:26 with a motor stall recovery at 15:43 on the same day. The cause of the stall was not reported. At the time of this report, the patient had reported to the managing hcp's office that he was doing well at his current dose. He did not need to be seen at this time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had an MRI on the date of the motor stall, (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.